Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]. "During cholecystectomy procedure, the clips were not loaded. The device was replaced with the new device." Product is available for return. Additional information was received via email on 20dec2023 from [name], amk territory manager "the issue was initially observed when a subsequent clip was loaded. The device was changed right after. 5mm trocar was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The complaint associated with this report is being voided as the event was reported under a different complaint (B)(4) and associated medwatch number (MFR 2027111-2023-00858).

Event description:
Procedure performed: cholecystectomy. Event description: [hospital] "during cholecystectomy procedure, the clips were not loaded. The device was replaced with the new device." Product is available for return. Additional information was received via email on 20dec2023 from [name], amk territory manager "the issue was initially observed when a subsequent clip was loaded. The device was changed right after. 5mm trocar was used. A clip properly seated into the jaws. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.